Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced reduced battery life after brief submersion in water, with the device subsequently failing to hold a charge for a full day; blood glucose use was not affected, and a replacement device was provided with instructions for shutdown, data syncing to the mobile app, and returning the original device. Symptoms included no adverse clinical effects. Outcomes included no impact on glycemic control, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and replacement logistics. Investigation of this device revealed a suspected battery performance issue likely associated with liquid exposure and potential damage to internal power components. It was concluded, based on previously established findings for similar reports, that the cause was environmental exposure leading to device malfunction in the power subsystem.